Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-33149. It was reported that when patient was being flipped after a trial procedure on (B)(6) 2020, the patient was unable to move of feel anything from the abdomen down. As such, the trial leads were removed and patient was sent to the hospital for an MRI. Patient was able to move their feet and were regaining sensation in the hips. Reportedly, per the physician the patient almost fully recovered on the same day.